Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The left veins were ablated without issues, however, when the physician attempted to treat the right superior pulmonary vein (rspv) the guidewire became stuck. The catheter was removed, and it was confirmed that the wire was stuck. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned and is pending analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. During product analysis the catheter was returned without a guidewire still inserted. A known good guidewire was successfully inserted, with no unusual resistance felt. The no problem detected code was selected for the guidewire stuck allegation. The allegation was not confirmed, and no evidence or abnormalities were seen during the analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The left veins were ablated without issues, however, when the physician attempted to treat the right superior pulmonary vein (rspv) the guidewire became stuck. The catheter was removed, and it was confirmed that the wire was stuck. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.